Manufacturer narrative:
The patient sample was submitted for investigation. Initial investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the ft4 and ft3 reagents which affects the sample results. The tsh result received during the investigation was outside of the reference range. Investigation of the patient sample is ongoing.

Manufacturer narrative:
The patient sample was investigated further. The customer's tsh, ft4 and ft3 results were reproduced. The sample was also tested using the ft4 ii and ft3 iii versions of the assay with modifications (an additional amount of specific interference eliminating protein). Upon further investigation of the patient sample, a streptavidin interference was confirmed. This most likely caused the high ft4 and ft3 results. The reagent used to perform the tests contains streptavidin. This specific interference is addressed in product labeling. The versions of the assay with an additional amount of specific interference eliminating protein suppressed the effect of the streptavidin interference. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer questioned results from 1 patient sample tested for elecsys tsh assay(tsh), free thyroxine (ft4) and ft3 - free triiodothyronine (ft3). The customer provided the patient sample for investigation. Of the data provided, erroneous tsh, ft4 and ft3 results were identified between the customer's e602 analyzer, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The initial results were reported outside of the laboratory. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 erroneous results. Refer to the attached data for patient results. There was no allegation an adverse event occurred. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site with the e601 module was 179026 with an expiration date of 08/31/2017. The ft3 iii reagent lot number used at the investigation site with the e411 analyzer was 203102 with an expiration date of 12/31/2017. The serial number for the customer's e602 analyzer is not known.